Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sjm guidewire became stuck in the lead during implant. To resolve the issue a new guidewire and lead were used to complete the procedure.